Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a portion of the device was left in the patient, and additional intervention was required. A flexima? Apdl was selected for use. The patient attended a hospital appointment as planned for drain review. Drain output was below threshold, so it was determined that the drain could be removed. The drain appeared unremarkable but was challenging to remove. Despite disengaging the pigtail, there was resistance. Therefore, the decision was made to cut the drain and withdraw, which was an accepted practice in interventional radiology (ir). This allowed the drain to be easily removed. However, the drain string remained tethered. The string was cut away from the drain, but it could not be removed. A specialist was brought in who attempted to remove the string but could not. Despite efforts in the ir lab with introducers, the string was unable to be removed. Therefore, the string was cut short by an ir fellow and left within the patient's abdominal wall. The device appeared to have been inserted, disengaged, and removed appropriately.

Event description:
It was reported that a portion of the device was left in the patient, and additional intervention was required. A flexima? Apdl was selected for use. The patient attended a hospital appointment as planned for drain review. Drain output was below threshold, so it was determined that the drain could be removed. The drain appeared unremarkable, but was challenging to remove. Despite disengaging the pigtail, there was resistance. Therefore, the decision was made to cut the drain and withdraw, which was an accepted practice in interventional radiology (ir). This allowed the drain to be easily removed. However, the drain string remained tethered. The string was cut away from the drain, but it could not be removed. A specialist was brought in who attempted to remove the string but could not. Despite efforts in the ir lab with introducers, the string was unable to be removed. Therefore, the string was cut short by an ir fellow and left within the patient's abdominal wall. The device appeared to have been inserted, disengaged, and removed appropriately. It was further reported that the drain was implanted for sub-cutaneous abdominal collection following an abdominal surgery. The drain had been in place for approximately 3 weeks at the time of removal. There was no active fluid collecting at the time of drain removal, which the ir suspects may have led to the suture (string) becoming adhered into the collection.

Manufacturer narrative:
This report contains corrections to fields: d6b - explant date and h6 - device codes: added a0203 to capture the reported removal difficulty. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.